Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
During a review of the file, it was noticed that this event did not constitute a serious injury and therefore the following sections were revised: outcomes attributed to adverse event. Type of reportable event.

Event description:
It was reported that the flexible drill broke during a primary tha. Surgeon had to remove metal shavings to continue. The event caused a 5 minute delay.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the flexible drill broke during a primary the surgeon has to remove metal shavings to continue. The event caused a 5 minute delay.

Event description:
It was reported that the flexible drill broke during a primary tha. Surgeon had to remove metal shavings to continue. The event caused a 5 minute delay.